Event description:
It was reported that this pacemaker experienced a pocket revision due to unknown reasons. The device remains in service. No adverse patient effects were reported. Additional information received which indicated that patient had weight loss and implantable pacemaker device was in the armpit and patient was uncomfortable. Physician decided to replace the device with 2 years of battery life remaining. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker experienced a pocket revision due to unknown reasons. The device remains in service. No adverse patient effects were reported.